Event description:
Infection [torn meniscus] [infection]. Severe head jerking [torn meniscus] [dyskinesia]. Leg muscle sore/right leg painful [torn meniscus] [pain in extremity]. Pus in knee [torn meniscus] [arthritis infective]. Right leg stiff [torn meniscus] [musculoskeletal stiffness]. Upper/lower leg muscles weak [torn meniscus] [muscular weakness]. Leg muscles tight [torn meniscus] [muscle tightness]. Fever [torn meniscus] [pyrexia]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6) with torn meniscus. The pt's medical history was not provided. On (B)(6) 2012, the pt received synvisc-one (hylan g-f 20) injection, 6ml, once in the right knee. The lot number for synvisc-one was not provided. On (B)(6) 2012, the pt's leg muscles were reported as sore and tight. The following week, the pt developed infection with fever and pus in the knee. On an unspecified date in 2012, the pt experienced severe head jerking and went to emergency room. A month later, jerks resolved but it was reported that her head still jerks when tired. The event of infection was treated with three courses of antibiotics (nos) and infection resolved in 2-3 months. Also, the pt underwent magnetic resonance imaging (MRI), computerized tomogram (CT scan), x-rays and blood work and the results revealed nothing. It was reported that the pt's neurologist ruled out multiple sclerosis (ms) but her family doctor thought the symptoms to be related with synvisc-one. The pt reported that she injected steroids around her knee that helped. However, it was reported that her right leg was still stiff and painful. Also, her upper and lower muscles were weak and the lower leg "aches like crazy". She received talwin three to four times a day for the pain. The events of infection, pus in knee and severe head jerking were assessed as medically significant. The events of "leg muscle sore/right leg painful/lower leg aches like crazy", right leg stiff and severe head jerking were not yet recovered. The outcome for the event of fever, leg muscles tight, pus in knee and upper/lower leg muscles weak was not provided. Relevant concomitant medications were not provided. The intensity for the event of infection, "leg muscle sore/right leg painful/lower leg aches like crazy", right leg stiff, leg muscles tight, upper/lower leg muscles weak, fever, and pus in the knee was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.